Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose levels. The customer was transported to the hospital and treated with saline and insulin for bg level of 600 mg/dl. Tandem customer technical support (cts) reviewed pump history and incomplete bolus alerts were noted. Cts discussed with customer the importance of completing a bolus once delivered. Customer acknowledged.